Event description:
It was reported the pt experienced an intermittent shocking or jolting sensations at various locations on body. The pt states that she experienced "shock-like" stimulation in areas other than her lower extremities. They occurred randomly and momentarily, she cannot correlate them with any other activity or movement. Movement did not appear to cause stimulation changes. The event began 1 month following a battery replacement due to normal depletion. She still experienced good coverage of her painful areas with her neurostimulator. Her device was reprogrammed to give better coverage of her lower extremities and low back.

Manufacturer narrative:
(B) (4).